Manufacturer narrative:
(B)(4). The device was manufactured april 3, 2014 - april 7, 2014. Evaluation summary: the device was received for evaluation. During visual inspection the distal luer lock was observed to be broken. The cause of the condition was not determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal luer port of a small volume intermate snapped off the line. The device was filled with amakacin. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Therapy dates - the exact occurrence date is unknown; however, this event was reported to have occurred in 2014. The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.